Event description:
Reporter indicated that the pt experienced an infection that was treated with antibiotics in 2000. The generator and lead were not explanted at that time. The generator was explanted at a later date due to end of service.

Manufacturer narrative:
Device mfg records were reviewed. Results: review of mfg records confirmed sterilization for both generator and lead prior to distribution.